Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that after the ventilator was turned on, when the 'start vent' on the touchscreen was pressed, there was no response. This issue was resolved upon restarting the ventilator. The device was not in use on a pt when this event occurred.